Event description:
It was reported that the patient heard an alert. The right ventricular coil was noted to have high impedance. No other issues were noted and no oversensing was seen. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis, however, information from the device memory was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Out of range svc impedance on 2014-(B)(6). An alert for out of range subthreshold lead impedance on 2014-(B)(6). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant: 419688 lead implanted: 2011-(B)(6). (B)(4).